Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Ended up pulling an entire tampon string out of me, which could have been in there for upwards of a week [foreign body in reproductive tract]. Ended up pulling an entire tampon string out of me [device breakage]. Case description: consumer reported via rr that entire tampon string came out of vagina. No serious injury reported.